Event description:
Pt undergoing laparoscopic surgery (donor nephrectomy). At first, it was believed that the endoscopic stapler misfired when it cut but didn't ligate the renal vein (staples did not fire). It was later learned that the cartridge was never replaced after the first ligation and therefore couldn't ligate the second time. No malfunction - user error.